Event description:
The hcp reported that the pump was prematurely explanted. At recent refill 17.5 ccs were aspirated; 2 ccs was the estimated reservoir volume. The pt was experiencing "withdrawal and severe pain". A catheter dye study was performed, as well as two rotor studies. Rotor studies revealed the rotor was not turning. The catheter was "scarred down" requiring surgical intervention to release it. The pump was replaced. The explanted device was returned to the MFR for analysis. A follow-up report will be sent when additional info becomes available.